Event description:
It was reported advancement of this guidewire, during a femoral artery stent placement procedure resulted in arterial dissection. Surgical repair of the artery was successful. The pt's condition is good. This device has not been received for eval. Therefore, no failure analysis is available. Co's follow up revealed that although fluoroscopy was used throughout the procedure, the quality of fluoroscopy was poor and visibility difficult. Co believes, this factor, along with user technique and/or pt anatomy may have contributed to this event and do not attribute it to the device. Co's directions for use state: "warning: attention should be paid to guidwire movement in the vessel. Always advance or withdraw a wire slowly. Never push, auger or withdraw which meets resistance. Resistance may be felt tactilely or noted by tip buckling during fluroscopy."